Event description:
It was reported that during a lap gastric banding procedure the device was used as a working port. While working on the device, the surgeon complained of gas leakage from the valve. The device was tilted at a very low angle, almost touching the pts abdomen. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 8/6/2008. Info anticipated, but unavailable at this time.